Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the up and down arrow keys are not working they have progressively gotten worse. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on esc, act and up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.